Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. A video was provided for supplementary reference of the failure experienced by the customer. The complaint can be confirmed. The video depicted the user attempting to open and close the upper jaw of the device. It appeared that the jaw would not fully close when actuated. The actual complaint device was visually inspected for any gross visual defects that would contribute to this condition. It was observed that the jaw to shaft pin was broken on one side, making the connection of the upper jaw to the shaft loose and able to be pushed laterally. This type of defect is typically observed when the user grasps tissue within the jaws of the device, and then excessively twists or leverages the device causing rotational strain on the upper jaw. When excessive rotational strain occurs on the upper jaw pins they can break therefore is a potential root cause for the broken pin. The broken pin can be considered the root cause for the reported failure of the upper jaw not fully closing when actuated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that the expressew iii without hook will not lock. The issue occurred during the arthroscopic rotator cuff repair, used this device and sometimes could lock the jaw, sometimes could not, as the video shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided. This is report 1 of 1 for (B)(4).